Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was noted to be depleting quickly, dropping from 65 to 5% within an hour. Subsequently, multiple malfunction alarms occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.